Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97745 (serial: (B)(6)); product type: 0201-programmer patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that maybe two weeks ago the patient (pt) noticed the controller did not seem to hold a charge. Then while on vacation the pt attempted to recharge the ins and they got the message software problem. They called their rep who said to reset the controller and when they did the controller was blank and unresponsive for the controller did not come on. During call pt verified no damage to the controller charging port, controller battery, or to the controller battery compartment. Pt removed the controller battery and plugged the controller into the ac power supply, pt verified the controller did not turn on. Pt did not have two aa batteries to further troubleshoot. Pt verified no damage to the ac power supply. The issue was not resolved. An email was sent to the repair department to replace the controller.